Event description:
It was reported the patient started having symptoms "very recently/weeks." The patient has sporadic results with differing responses dependent upon positioning. It was indicated there was a possible catheter issue. A catheter replacement or revision was planned. The pump was used to deliver lioresal. Additional information later reported there were no patient symptoms/injuries related to this event/catheter revision. Although cat heter revision was stated by the reporter it was not stated when the revision occurred. Additional information was requested, a follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4):analysis of the catheter revealed no significant anomaly, catheter body dried drug, blood or foreign material occlusion. (B)(4).

Event description:
Additional information later received reported the catheter issue was fractured proximal segment. The location of the issue was the proximal/pump segment. A revision of the proximal segment was done. To the reporters knowledge the patient was doing well but had not heard specifically one way or the other.